Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided for reporting. This report is for unknown (compeed unspecified EU). Upc#, lot# and UDI # is not available. Device is not distributed in the united states, but is similar to device marketed in the USA (compeed blister / corn cushions unspecified USA). Device is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA (compeed blister / corn cushions unspecified USA). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Consumer used a compeed patch on a well-cleaned, dried blister on the sole of the foot. The patch swelled up as the blister was lightly leaking tissue fluid, and after 24 hours the entire foot was quite painful and swollen. A day later, consumer noticed redness creeping up around the leg and went to the physician. The consumer & physician confirmed, a superficial skin infection, that the physician states it is not an allergic reaction but a superficial skin infection, cellulitis, due to secondary infection. Physician prescribed oral antibiotics, anti-inflammatories and ointment. Consumer reported, the medication helped and the wound healed within a week.

Manufacturer narrative:
803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis if information is obtained that was not available for the follow-up #1 medwatch, an additional follow-up medwatch will be filed as appropriate.